Event description:
A male pt was undergoing a PICC placement on (B)(6) 2011. Nurse punctured and tried to advance the shorter wire. She got about 15 cm up and the wire would not advance. She tried to withdrawn and this was not successful. She did not want to pull too hard and got a consultant to assist. The wire was eventually removed and the tip of the wire was nearly broken in half. The nurse then punctured the other arm and used the longer otw wire. The same scenario occurred with the second wire in that she got a way up the arm and encountered resistance. When the second wire was removed it was also damaged. No part of the device remained inside the pt. The pt did not require any additional procedures due to this occurrence. The following adverse effects to the pt was reported due to this occurrence: traumatic PICC insertion leading to intimas damage and bruising.

Manufacturer narrative:
(B)(4). The wires only were provided to assist in this investigation. This device is inspected 100% for bends, kinks, adequate joint strength and other surface imperfections prior to transport. Additional comments: per the attached caution label, we illustrate, "withdrawal and/or manipulation of the distal spring coil portion of the wire guide through the needle tip may result in breakage." It is unclear from the event description if the manipulation of the wires occurred prior to removal of the needles. A caution label supplied with every wire warns that damage may occur when attempting to withdrawn the wire through the needle. With the identical problem encountered twice, pt condition and/or user technique may also be part of the problem. Root cause is inconclusive. We will continue to monitor for similar complaints. No action is necessary at this time per qera as there is insufficient risk.